Manufacturer narrative:
(B)(4). It was reported that the mesh was explanted on an unknown date. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted to fill the lost part of the breast under the skin. The mesh was filled in apart from the incision. Approximately one-month post-operatively, the patient experienced reddened skin reaction near the treated breast and also surrounding the opposite breast. The patient was admitted to the hospital for follow-up, was discharged from the hospital and was stable. It was reported that a future operation will not be scheduled. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch gk2219,batch gm2630.